Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough product analysis was performed. It was confirmed the entire lead was returned and the helix was extended. There was blood infiltration in the helix neck area. Approximately 22 cm from the terminal pin, there was damage from the procedure. This lead was confirmed to be electrically continuous. The clinical observations could not be confirmed.

Event description:
--

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that during the implant procedure, normal device and lead measurements were noted. One day post implant, there were out of range impedance measurements and issues with the sense and pace functionality in bipolar configuration for device l331/(B)(4) and the right atrial (ra) lead. As a result, a revision procedure was performed. The device was explanted and replaced with device l331/(B)(4), sense and pace functionality continued to be an issue in bipolar configuration. The second device was also explanted and replaced along with the ra lead. No adverse patient effects were reported.